Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the it was likely that the high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. However, a definite root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "instructions for gif-xz1200 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿inspection of the endoscope¿, instructions for gif-xz1200 operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a burnt plastic distal end cover. There were no reports of patient involvement.